Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('no essure coils identified in the tubal ostia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain / cramping"), dyspareunia ("dyspareunia"), abdominal distension ("bloating") and dysuria ("dysuria") and was found to have uterine leiomyoma ("I'm on the same boat with fibroids"). The patient was treated with surgery (essure devices removed bilaterally,laparoscopic cystotomy and hysteroscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, dyspareunia, abdominal distension, uterine leiomyoma and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dyspareunia, dysuria, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient came for the essure removal but the procedure was unsuccessful as both no essure coils were identified in the tubal ostia. (B)(6) 2018: essure removal unsuccessful. (B)(6) 2020: essure devices removed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1 ): bilaterally indwelling microinserts identified, successful placement by essure procedure. 2): on the left, no spillage of contrast shown, consistent with obstructed end of the left fallopian tube. 3): on the right, no spillage of contrast shown, consistent with obstructed end of the right fallopian tube. 4): no anatomic variants demonstrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received- newsreporter, lab data, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('no essure coils identified in the tubal ostia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / cramping"), dyspareunia ("dyspareunia"), abdominal distension ("bloating") and dysuria ("dysuria") and was found to have uterine leiomyoma ("I'm on the same boat with fibroids"). The patient was treated with surgery (essure removal attempted). At the time of the report, the pelvic pain, device dislocation, uterine leiomyoma, abdominal pain lower, dyspareunia, abdominal distension and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dyspareunia, dysuria, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient came for the essure removal but the procedure was unsuccessful as both no essure coils were identified in the tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: case become serious incident. Events added: device dislocation, pelvic pain, lower abdominal pain, bloating, dyspareunia, dysuria, rcc note, essure insertion date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.